Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instruments on universal surgical manipulator (usm) 3 were drifting on their own, without their input. The user informed the tse that the issue occurred in the first case of the day as well. The user confirmed that there were no system errors in the logs. The user continued and completed the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse felt resistance in universal surgical manipulator (usm) 3 during testing. The fse replaced usm 3 to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was not confirmed nor replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on a test platform and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Log did not show any errors of 23137 or 23008 for drifting. The yaw searchlight is consistent with the reported event and is the potential root cause of this issue. The complaint was not confirmed by failure analysis. The probable root cause is due to a faulty yaw searchlight within the usm.

Event description:
Refer to h11 for follow-up information.